Event description:
Bayoneted cautery tip shed small portions of green insulation coating. The surgeon observed and removed under microscope. Product has patient contact but no harm to patient. Manufacturer response for megadyne ez clean cautery blade, (brand not provided) (per site reporter). The failed product was picked up by the rep.